Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-aug-2023. H.6. Investigation summary: two (B)(6) samples from lot 22099303 were received for investigation of complaint (B)(4); some residual fluid was detected in each device. The feedback provided by the customer suggests the maxplus component had separated from the extension tubing, resulting in leakage. A visual inspection of one of the returned samples confirmed the customer's experience as the maxplus was received separated from the extension set. A close inspection of the tubing revealed the presence of residual solvent at the affected joint. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause for the customer¿s experience could not be determined; however it is possible that the separation occurred due to an inconsistent amount of solvent being applied at the joint, coupled with a pulling force. This is a manually assembled joint and is likely to have occurred due to human error. A review of the production records for lot 22099303 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the (B)(6) product over the past 12 months. H3 other text : see h10.

Event description:
It was reported that the bd maxguard¿ multi-fuse extension set with needleless connector broke at the blue connector and leaked during the infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "first sample had a leakage from connection site and second sample had a breakage from the blue connector part. The maxplus was connected to the patient and started leaking from the blue connection part. During infusion for the first complaint. The second complaint had the whole blue part of the connector coming off and started leaking during infusion."

Event description:
It was reported that the bd maxguard¿ multi-fuse extension set with needleless connector broke at the blue connector and leaked during the infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "first sample had a leakage from connection site and second sample had a breakage from the blue connector part. The maxplus was connected to the patient and started leaking from the blue connection part. During infusion for the first complaint. The second complaint had the whole blue part of the connector coming off and started leaking during infusion."

Manufacturer narrative:
D.4. The reported lot# 22099303 was not found for the reported catalog# mp2002c-0006. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.